Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophageal variceal ligation procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the first five bands were difficult to deploy, but were able to be successfully released. However, after releasing the sixth band successfully, the seventh band failed to deploy. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the device returned with the tripwire, suture, and strap entangled. The trip wire was attached to the spool. The suture was attached to the ligator head and connected to the tripwire. A single blue band was present and located in the middle of the ligator head. No damage was noted to the ligator teeth. Additionally, slight indentations were observed in the groove on the handle. Functionally, the handle spool was able to be rotated and clicked appropriately with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that only slight indentations were present in the groove of the spool which typically indicates that slack was present in the tripwire during use. This condition would have adversely impacted deployment activities. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophageal variceal ligation procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the first five bands were difficult to deploy, but were able to be successfully released. However, after releasing the sixth band successfully, the seventh band failed to deploy. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.